Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
Customer reported one hundred thirty-seven (133) false positive results with the binaxnow covid-19 ag card on multiple dates in january on kitted nasal swabs. This report is for patient nineteen (19) of one hundred thirty-three (133) and lot 130360 (total quantity 7). Patient was tested with the binaxnow covid-19 ag card on (B)(6) 2022 which generated a positive result. Confirmation pcr nasal sample was collected the same day, placed in vtm, and transported via currier to a separate branch lab for testing (platform: perkinelmer) which generated a negative result. The patient was asymptomatic. No serious injury, medical intervention or treatment decisions occurred as a result. Customer is performing tests in community organizations (cohort 1: k-12 schools including faculty).